Event description:
The facility reported an incident where the pump was inadvertently powered down instead of starting an infusion. Reportedly, the nurse selected the on/off button instead of the start button on a colleague pump. According to the hosp rep, no pt injury had been reported.